Event description:
Physician reported a lap-band that was "too tight," it is not known how the problem was first noticed. The lap-band system remained implanted. Follow-up information: healthcare professional reported after implant surgery, "patient did have some nausea postop but seemed to respond to the antinauseant protocol given," "pt had "severe dysphagia and [productive belching] that evening. The following day, ugi revealed good position but complete obstruction and "reflux into the distal esophagus is noted." Healthcare professional reported on the explant surgery operative report that patient was admitted for explant surgery after patient had 'severe dysphagia and vomiting" and fluid removal was not successful.

Manufacturer narrative:
Rapidport ez strain relief. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Dysphagia, obstruction, nausea, reflux, and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.